Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: device is not returned to the manufacturing, no UDI-di available. Technical investigation concluded: no UDI-di available, not possible to check records. Clinical conclusion: no harm has been reported and the object did not require a removal from the ear canal. Hearing care professional (hcp) advised the patient to change receiver before wearing again. Clinical evaluation according to clinical evaluation plan: the clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: risks related to mechanical force are generally known, considered in the risk analysis, mitigated and communicated to the user. This risk is deemed to be acceptable. Trended case device investigation findings: research and development department investigation of effected samples concluded: - adhesive failure mode is observed on failed devices. Adhesive to adherent interfaces detached from each other. - adhesive failure modes occur due to several factors such as inappropriate adhesive selection, pure surface preparation, and exposure to environmental factors. - assembly lines do not overlap totally but leave open gaps, creating pockets for ingress and retention of adhesion degrading media. - used adhesive technical sheet suggests avoiding adhesive usage in chlorinated environments - we have body contacts there is an ongoing CAPA for this issue. Manufacturer's investigation is final. This is a combined (initial and final) report.

Event description:
The patient reported that he had been wearing the hearing aid as normal when he noticed the part of the receiver that goes in his ear with the dome had just fallen out of his ear and was completely detached from the rest of the wire. No harm has been reported and the object did not require a removal from the ear canal. Hearing care professional advised the patient to change receiver before wearing again. No further follow up is expected.